Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was presented to the ER after receiving inappropriate shocks from the ICD. Patient had multiple episodes of supraventricular tachycardia and non-sustained ventricular tachycardia and ventricular fibrillation. Programming changes were recommended and the event was resolved. Patient was stable.